Manufacturer narrative:
Sections with additional information as of 22-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 22-sep-2020: h10: most likely underlying root cause corrected from "mlc-62: user had poor technique" to "mlc-29: faulty lcd connection".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 11-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement does not turn on. A new complaint case has been opened to capture event.

Event description:
Consumer reported complaint that the truemetrix meter's screen was dim. Daughter is calling on behalf of the customer. Daughter did not state that any partial characters were observed, only that the screen was dim. Customer did not take any medication based on the results. Daughter stated customer had gone for a 4 hour infusion to raise his platelets on (B)(6) 2020 and that he was not feeling well (symptoms were not specified). Customer was brought to the emergency room where his blood glucose test result was 700 mg/dl. The customer was diagnosed with hyperglycemia and treated with insulin. Customer was discharged on (B)(6) 2020 and was prescribed prednisone which daughter stated is to help increase his platelets. At the time of the call, the customer had felt well and did not report any symptoms.